Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual examination showed that the lens was received in two halves. The returned lens was inspected at 10x microscope magnification. Lens had surface residuals adhered to both sides of optic body compatible with handling lens in an unsterile environment. Diopter measurement; the lens was damaged when received so that the diopter value power could not be verified. The electronic report of the manufacturing diopter inspection was reviewed. The lens diopter value was within specifications when it was released to market. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - intraocular lens.explanted intraocular lens.prior to release to market, the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It was reported that the patient underwent an explant of the intraocular lens (iol) due do not being happy with iol. Further, it was stated that the patient was corrected for distance; however, the patient did not like the result and the lens explanted. Patient was then corrected for near distance in the new lens. The patient was stated to have been myopic prior to original implant. The original lens was a size 16.5d and was replaced with a size 20.0d. The date of onset was (B)(6), 2012 ((B)(6) 2012). The physician reported that he did not think the event was product related. No complications were reported and the patient was noted to be doing well.